Event description:
It was reported the device was explanted after the patient death. A "device related medical complication/injury" was also reported. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The cause of death has been requested and not received. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device was explanted after the patient's death. A "device related medical complication/injury" was also reported. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The cause of death has been requested and not received. The device reached normal battery depletion.

Event description:
It was reported the device was explanted after the patient death. A "device related medical complication/injury" was also reported. It was later reported by the health care professional that the cause of death was cardiac arrest at home secondary to drug overdose. "Pacer spikes were noted." It was further reported the death was not related to a malfunction of the device system.